Event description:
A patient reported their oral surgeon recommended they cease treatment stating it caused bone loss and need for an implant.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.